Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Medwatch uf/importer report number: (B)(4). A pt scheduled for a posterior occipitocervical fusion had the mayfield skull clamp and pins applied with 80 pounds of pressure. When the procedure was completed and the drapes were removed the surgeon noted that the clamp had rotated on the pts' head and caused lacerations to the posterior and anterior part of the scalp. The anterior laceration was closed with sutures and the posterior laceration was closed with sutures.